Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available to gore for direct analysis. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, improper stent graft placement, branch vessel occlusion or obstruction, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, reoperation, and death.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an acute type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. An impending rupture was suspected secondary to a reported hematoma in the mediastinum. The true lumen of the superior mesenteric artery and the left limb were also reportedly stenosed. The gore® tag® device was implanted in aortic zone 2. The left subclavian artery was embolized using a plug. An intra-operative angiograph reportedly revealed the proximal first stent row of the gore® tag® device partially covered the left common carotid artery (lcca). It was reported the patient¿s anatomy featured a bovine arch. According to the report, blood flow to the lcca was satisfactory. The physician decided to monitor the issue and closed the access site. During post-anesthesia recovery, the patient reportedly experienced decreased blood pressure and went into cardiac arrest. Resuscitative measures including cardiac massage were performed. A type a dissection was not observed by transesophageal echocardiogram. There were findings of bleeding in the chest cavity. Compression of the left lung and bleeding in the left chest cavity were suspected under fluoroscopic control. The physician attempted to implant an additional gore® tag® device distally. Before implantation of the additional stent graft, an angiography was performed from the ascending aorta to the abdominal aorta. Although no leaks or bleeding were observed, the physician elected to implant the additional stent graft distally. After the additional device was implanted, the patient¿s condition reportedly became stable temporarily. An attempt was then made to implant a bare stent in the lcca. When a cut down was performed to implant the bare metal stent, the blood pressure reportedly dropped again, and the patient went back into cardiac arrest. Cardiac massage was performed. It was reported the patient¿s family declined further treatment. The patient returned to the intensive care unit and died the same day. The physician suspected a distal stent graft-induced new entry from the initially implanted gore® tag® device. It was also reported that the bleeding site could not be determined by angiography.